Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was a slow performance on the server. A technical support specialist (tss) dialed into the server and validated that the system was healthy. Extract transform load (etl) processes were running successfully, and both manual and scheduled reports generated without issues. The server was observed to be performing slowly, with a potential need for reboot and memory increase noted. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, staff was unable to log on to pyxis server and unable to authenticate. User unable to log on health sight viewer and scheduled pyxis reports were not running. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.